Manufacturer narrative:
The device is under investigation. A f/u report will be submitted once the investigation is complete. The device was received with the door off the hinges and attached to the base unit only by the door cable. The device would not power on. A serial history of the pump indicated that the MFR has not inspected the device since (B)(6) 2007.

Event description:
Pt complained about the noise and that the pump keeps alarming. There were no pt injuries reported. The pump is in ligation at the facility for malfunctioning. The facility¿s biomed tested the pump and it met all of the specifications. No further info was provided by the facility.